Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118511.

Event description:
It was reported patient experienced insufficient pain coverage due to high impedance on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending toa ddress the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the leads were explanted and replaced to due to migration. Therapy was restored post-op.